Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. The handle had 57 of 300 procedures remaining. It was reported that the handle did not start up. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the charger flashed a green light, but the handle did not start up even it was removed from the charger. The charger was able to charge a different handle with no issue. Another handle was used to resolve the issue. No patient was involved. Medtronic's initial evaluation of the incident is that the rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board.